Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an infusion set tubing detached event on (B)(6) 2025 at site location. Infusion set was used for five days. The insertion site was the left side of the abdomen. Patient also suffered from the itching and burning on the skin. No further information available.